Manufacturer narrative:
Device was received. Investigation is not yet complete. Additionally, one sterile device has been received. Results and conclusions will be forwarded upon completion.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. After the steps were completed and the trigger button was depressed, the clip did not deploy, the vessel locator wings remained in the open position, and the vessel locator button did not reset. It was noted that the thumb advancer arrows did not line up. The physician applied counter-traction and forcefully removed the device from the wound track. Hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information available.